Event description:
--

Event description:
Boston scientific received information that this right ventricular lead exhibited impedance measurements greater than 2000 ohms. Additionally, there was noise that was oversensed resulting in pacing inhibition. The physician disconected the device and tested the lead which resulted in normal measurements. As a result, the physician elected to replace the device only.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.